Manufacturer narrative:
Continuation of d10: product ID tm91scs (serial: (B)(6); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt rep reported that the handset was not working and it keep going through different things. Caller stated that the device prompted them to enter a serial number, so they checked the back of the device for it. However, they couldn't find any option on the screen to input the serial number. Caller clarified that they were trying to connect to the pt's implant. Caller mentioned that they turn the stimulation "down" at night so it wouldn't shock the pt all night and just turn it back "up" in the morning. Today, when they go to turn it back on, they couldn't do it. Agent had the caller connect to the mystim app and walk them through the process; caller confirmed a not found communicator displayed. Caller also confirmed that the communicator was on and charged. Caller mentioned that the pt was not around; agent instructed the caller to go near the patient. Agent had the caller reset the communicator and closed all the apps; caller was able to successfully connect to the ins. Agent reviewed best practices. Caller also inquired about how to check the communicator's battery level. Agent reviewed information and walked caller through checking the battery percentage through the mystim app. The troubleshooting steps that were taken on the call resolved the issue.